Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 error (scope communication error) was that the device leaked while the user was handling the device, and water invaded. Due to the invasion, abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was no video image on the monitor because the video connector was rusty and invaded with fluids. Additionally, the image was noisy due to a damaged charged coupled device (ccd). Other findings include a leaked bending section cover, a scratched connecting tube, a non-functional switch, as well as a rusty, fluid invaded light guide-connector and video connector. It was also noted that the play of the bending angle control was too much and that the up direction of the bending angle was not enough at 160 degrees (standard angle is 180 degrees +5/-10), switch buttons 1 and 2 did not work, and the light guide connector was rusty due to fluid invasion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchovideoscope gave a b30 error message on the endoscopy screen when the nurse was preparing for an examination. The nurse stopped using the device and reported to the biomedical engineer, who contacted olympus. The procedure was diagnostic and completed using a similar device. The reported issue occurred during preparation for use, and there was no report of patient harm.